Manufacturer narrative:
The customer reported lipids kept occluding, and returned one used sample of material 20127e, lot 23129307. Upon initial visual examination, the set had an extra luer post broken off and stuck inside of the female luer. This was deemed to be the source of occlusion; it also rendered any connection with another set from the female luer impossible. The rest of the male luer that was broken off the piece inside the set was not returned. The root cause of the failure could not be determined. Not enough information was available from the customer and the situation, along with missing the full broken luer. Device history record review for model 20127e lot number 23129307 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Event description:
It was reported that bd alaris smartsite extension set was occluded the following information was received by the initial reporter with the following verbatim: lipids (in bag) kept alarming occluded. (B)(4).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.